Event description:
It was reported that the asymptomatic patient presented in clinic for a post-operative check. Upon review, non-sustained right ventricular oversensing possibly caused by right ventricular lead noise was noted. No programming changes were performed. The patient was stable and will be monitored.